Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) endometrial ablation system was being tested for use in a hta procedure on (B)(6), 2012. According to the complainant, the biomed tech failed the system during an electrical ground safety test and rendered the system unable to use. Another system passed with the same test equipment and technique. It is unknown the ohms at which the system failed."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Analysis of the returned hydro thermalator (hta) endometrial ablation system revealed the unit passed a safety and current test. The console was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) endometrial ablation system was being tested for use in a hta procedure on (B)(6), 2012. According to the complainant, the biomed tech failed the system during an electrical ground safety test and rendered the system unable to use. Another system passed with the same test equipment and technique. It is unknown the ohms at which the system failed."